Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. Covidien was not authorized to repair the unit. The customer reported th have replaced the graphic user interface cpu pcb. The covidien customer support engineer (cse) updated the software and conducted final testing.